Event description:
It was reported solo catheter 2 months after placement in the body exposed to fracture and leakage of fluid. No other information was provided. It was reported this occurred with two devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported solo catheter 2 months after placement in the body exposed to fracture and leakage of fluid. No other information was provided. It was reported this occurred with two devices. This report addresses both devices

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking powerpicc is confirmed; however, the exact cause is unknown. One photograph and one video of a powerpicc was returned for evaluation. An initial visual observation of the photograph and video showed a powerpicc with a small longitudinal split on the catheter shaft in the vicinity of the molded joint suture wing, seen more prominently when catheter shaft is bent. Evidence of use as well as biological residue is observed on the sample. Although a split is observed, no details or distinguishing features of the damage can be discerned from the sample in the photograph which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.